Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Patient's relative reported "rupture and pain". Healthcare professional later reported "rupture". This record is for the right side. The device remains implanted. Unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h11 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture and pain". Healthcare professional later reported "rupture". This record is for the right side. The device remains implanted.